Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed. The receiver data log could not be downloaded, but a call tech support error68 error was observed and pictures were taken. The reported event of an error icon display was confirmed due to the occurrence of a call tech support error68 error. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an call tech support error icon was displayed n the receiver. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.